Event description:
It was reported that the pt experienced strange loud sounds. External equipment was exchanged several times. Fitting showed that the device was unstable. Since march 2008 the pt has experienced very frequently the loud booming sounds.

Manufacturer narrative:
The device has been explanted and has been returned to the site, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.